Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a system monitor having odd text on multiple screens, was confirmed with the customer¿s screen photos submitted. The customer reported that restarting the system monitor fixed the display issue. The unit was reported to be operating properly. The customer kept the unit in use. The unit was not on a patient when the event occurred. A root cause for the odd text on the display screens was unable to be conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor (pn 101214) was built in 04apr2011. The packaged system monitor (pn 1286a) was placed into inventory on 22apr2011. The unit was shipped to the customer on 25apr2011. The unit was last serviced on 21jul2015 - resistive glass screen replaced. Setup and use of the system monitor with the heartmate power module are documented in the heartmate 3 lvas IFU (system monitor) and the heartmate power module instructions for use (IFU) (setting up the system monitor for use with the power module). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor had jumbled erroneous error message indicated that it was active for zero minutes. The patient was stable, no alarms were sounded, pump operating as intended. The team turned the system monitor off, then back on again. The message was cleared. There was not an active alarm tone.